Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer with troubleshooting the unicel dxc 600 synchron system over the phone. To resolve the issue, the customer replaced the sodium reference electrode and carbon dioxide (co2) membrane per cts's recommendations. No further issues were noted after part replacement. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of two (2) erroneous patient results for ise (ion-selective electrode) sodium (na), potassium (k) chloride (cl) and carbon dioxide (co2) on the unicel dxc 600 synchron system. The customer did not provide patient data printouts or demographics. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated to this event.